Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that when air was discharged, leaking liquied was found on the side of the catheter. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. It was reported that the catheter leaked when priming the lumen in preparation for use. A leak was identified in the 2fr tubing between the 15 and 16 cm depth marks. The leak site was microscopically examined and two longitudinal splits, approximately 180-degrees apart, were found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It appears that the reported leak was caused when the catheter was compressed against the stylet. The catheter may have been compressed against the stylet while in transit, storage, or preparation for insertion. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿